Event description:
Initial reporter indicated that she was having an "issue with her wand". Reported "the data received light barely comes on" and she "has changed the 9v battery and it is having problems communicating with vns patient's. It would program patient's but only after several attempts and repeated tries". Good faith attempts are being made to expedite product return.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.